Manufacturer narrative:
Conclusion: damage to the active electrode likely caused by minute device mobility was determined to have led to device failure over time. The investigation results appear to match the problems mentioned in the patient report. In addition damages to the reference electrode were observed, which might have been caused by continuous movements. This might have contributed to the lack of benefit. Other damages found in the reference electrode are most likely due to explantation surgery. This is a final report.

Event description:
A gradual decline in the patient's hearing performance was noticed since (B)(6) 2015. A history of head trauma was denied. Problems of external devices were excluded. Patient has been re-implanted.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
A gradual decline in the patient's hearing performance was noticed since (B)(6) 2015. A history of head trauma was denied. Problems of external devices were excluded. Patient has been re-implanted.